Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the implantable pulse generator (ipg) exhibited early elective replacement indicator (eri) and the right ventricular (rv) lead exhibited high thresholds. The device was explanted and replaced and the rv lead remains in use. No further patient complications have been reported as a result of this event.